Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
Tech service troubleshot with biomed who reported their system was not allowing any fluoro or x-ray exposures. The image monitor displays `gim communication error. Tech service advised the gim (generator interface module), was not functioning and gave biomed information to determine the problem. It was found that the gim had locked up and failed. The system will not allow any fluoro / x-ray if the gim has failed. Tech service gave biomed the part number for a replacement gim, 710260 as biomed wanted to replace this part himself. A field service engineer (fse) was on site 11/18/2014 and completed a standard preventative maintenance (pm) on this unit without any issues noted. The system was fully functional and the customer reported the replacement gim corrected the issue.

Event description:
Customer reports the fluoro failed during an urology procedure. It is unknown how the procedure was completed, but the customer reports no injury.. No additional patient details are known.